Event description:
It was reported that externalized conductors were observed via x-ray. Oversensing was noted. The lead was capped and replaced.

Manufacturer narrative:
External insulation abrasion was found at 12.6-12.9cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating of one sensing conductor was abraded at the same location. This is consistent with the observation from the field of oversensing if the lead came into contact with the device.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.